Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said there were no changes that led to the charging difficulties, it just became more difficult to connect to charge and it wouldn't hold a charge. The patient stated nothing had helped or had been resolved. The patient said their healthcare professional (hcp) was discussing replacing the ins battery. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) was on the right side below the patient¿s collarbone. The patient was charging more than expected. On the day prior to the report, the patient charged for 3 hours and it only charged half way from a completely depleted state. It seemed that the longer the patient had the device, the more frequently she had to charge it up. The patient was going to have the device checked to make sure it was good. No additional information was reported, further follow-up is being conducted. Additional information was received from the patient. It was reported that the patient was having a lot of trouble with charging the implant. The patient said it takes all night and is still not charged all the way and the charge lasted for 5 days. The patient said the issue happened sometime the year prior to the report. A rep tried programming to get better longevity out of the ins, but it hasn't helped. No further complications were reported.